Event description:
Indication: common variable immunodeficiency, unspecified. Pt reports they were infusing hizentra today and the prefilled syringe keeps ejecting out of the pump (serial number and expiration date not provided) when she turns it on. Spring is broken. Pt had another freedom 60 pump and was successfully able to start infusion with it. No adverse event(s) reported due to product issue. Pharmacy replacing device. Return material sent for return of device associated with event. Availability of device for investigation dependent on pt returning it. No further info.